Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where an patient reported that the cannula may have contributed to under-delivery, as it had been placed in an unusual site and was found to be partially untaped, indicating a potential adhesion issue treated with pen and change of set on (B)(6) 2026.